Event description:
Reporter noted three cases of endophthalmitis had occurred 3-4 days post-op over a period of 18 months for one surgeon. Patients were cultured: one had no growth, two had staph epi. One patient required a vitrectomy.